Manufacturer narrative:
The reported event of bluetooth (ble) drop was confirmed. Based on the information provided, it was observed that the device experienced multiple reconnections due to supervision timeouts, which ultimately led to a telemetry break. The telemetry break was determined to be due to weak ble signal.

Event description:
It was reported that the insertable cardiac monitor exhibited intermittent bluetooth telemetry. No intervention was performed. Patient condition was stable.